Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead fracture was suspected but this was not confirmed. Provocative maneuvers were performed; no anomalies were noted. The patient was stable and will continue to be monitored.